Event description:
Report received of the pump independently changed the infuson rate. The pump was programmed in 2003 at approximately 10pm to deliver morphine 3mg/ml in the pca + continous mode with a rate of 3mg/hr and a pca dose of 2mg. The remaining settings could not be recalled. Approximately 20 minutes later, a second nurse entered the patient's room and noticed that the pump was set to infuse at a rate of 15mg/hr. The second nurse stopped the pump and go the first nurse to check the pump settings with her. The first nurse stated that she was certain that she had programmed the pump to deliver at 3mg/hr. With both nurses present, one of the nurses reprogrammed the pump to deliver a rate of 3mg/hr with all the remaining settings unchanged. A few minutes later, both nurses checked the pump, and the pump was reportedly incrementing the continuous rate from 4.3mg/hr to 4.4mg/hr. The pump was immediately removed from clinical service. The customer could not recall how much medication was infused to the patient during therapy. There was no reported patient harm and no medical interventions were required. Though requested, no additional information was available.